Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed.

Event description:
Medtronic received information that this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use) during the coiling treatment of a small cerebral aneurysm. The physician tried two times with instant detacher and 1 time with manual method to detach the coil but failed to detach. It was reported the physician withdrew the coil successfully and replaced it with another coil and finished the procedure. No patient complications were reported.

Manufacturer narrative:
The device was returned for evaluation. After analysis of the returned device the clinical observation confirmed. As received, the implant coil was found damaged and stretched but still attached to the pushwire. The instant detacher was not returned. Additionally, the pushwire was found broken on the proximal end with the proximal end containing the tack weld replacement (twr) crimp missing. The pushwire was found bent, but intact distal to the break indicator at the manual detachment location (via hypotube). During analysis the pushwire was broken at the manual detachment location and pulling the release wire the coil was detached successfully. Without returned instant detacher and the proximal end of the pushwire containing the tack weld replacement (twr) crimp, any contributing factors from these could not be assessed. Based on the reported information and analysis we are unable to definitively determine the cause of non-detachment. It is possible the pushwire was not broken at the correct location for manual detachment (via hypotube). All coils are 100% inspected for damages and irregularities during manufacture. Note: per the axium coil instructions for use (IFU): if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.